Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced adhesions of omentum, abdominal wall, small intestine, and previously placed mesh. Treatment provided for these conditions included explant of abdominal wall mesh, lysis of extensive adhesions, and right hemicolectomy with terminal ileum resection and stapled anastomosis in (B)(6) 2017.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions of omentum, abdominal wall, small intestine, and erosion from tacks and mesh, peritonitis, and ischemic distal small intestine. Post-operative patient treatment provided for these conditions included explant of abdominal wall mesh, small bowel resection, lysis of extensive adhesions, and right hemicolectomy with terminal ileum resection and stapled anastomosis.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced diminished quality of life, emotional distress, premature resorption of collagen coating, bowel problems, defective device, mesh failure, suffering, impairment, loss of enjoyment of life, pain, mental pain, inflammation, infection, disability, recurrence, adhesions of omentum, abdominal wall, small intestine, and erosion from tacks and mesh, peritonitis, and ischemic distal small intestine. Post-operative patient treatment provided for these conditions included revision surgery, exploratory laparotomy, explant of abdominal wall mesh, small bowel resection, lysis of extensive adhesions, and right hemicolectomy with terminal ileum resection and stapled anastomosis.

Manufacturer narrative:
Additional info: b2, b5, e1 (facility name, street, city, region, postal code), g1, g3, h6 (updated patient codes and device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 (added device code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced diminished quality of life, emotional distress, premature resorption of collagen coating, bowel problems, defective device, mesh failure, suffering, impairment, loss of enjoyment of life, pain, mental pain, inflammation, infection, disability, recurrence, adhesions of omentum, abdominal wall, small intestine, peritonitis, sepsis, and erosion from tacks and mesh, peritonitis, and ischemic distal small intestine. Post-operative patient treatment provided for these conditions included revision surgery, exploratory laparotomy, explant of abdominal wall mesh, small bowel resection, lysis of extensive adhesions, and right hemicolectomy with terminal ileum resection and stapled anastomosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, a5b, b2, b5, b6, b7, d10, h6 (patient codes, ime e2402: dilated cecum, abnormal white blood cell count; hemoglobin; hematocrit; platelets, thrombocytopenia, acute mesenteric arterial thrombosis, gas filled loops of small bowel, ileus, low lung volumes with bibasilar volume loss, mass, colitis) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced diminished quality of life, emotional distress, premature resorption of collagen coating, bowel problems, defective device, mesh failure, suffering, impairment, loss of enjoyment of life, pain, mental pain, inflammation, infection, disability, recurrence, adhesions of omentum/abdominal wall/small intestine, sepsis, erosion from tacks and mesh, peritonitis, ischemic distal small intestine, abnormal white blood cell count; hemoglobin; hematocrit; platelets; potassium; glucose; bun; creatinine, dilated cecum, low lung volumes with bibasilar volume loss, pneumonia, mild distention, mass, bilateral infiltrates and pleural fluid in chest, ischemic colitis with areas of ulcer in right colon/terminal ileum/appendix/ right hemicolectomy, thrombus, non-specific gas filled loops of small bowel, ileus, small bowel obstruction, abdominal pain, deep vein thrombus, acute renal failure, thrombocytopenia, acute respiratory failure with hypoxia, acute mesenteric arterial thrombosis, weakness around defect. Post-operative patient treatment provided for these conditions included revision surgery, exploratory laparotomy, explant of abdominal wall mesh, small bowel resection, lysis of extensive adhesions, right hemicolectomy with terminal ileum resection and stapled anastomosis, x-rays, CT scan, colonoscopy, hospitalization, IV fluids, IV antibiotics, on-q pain pump, blood transfusion and platelets, intubated/extubated, sedated, hernia repair with mesh, transferred to ICU.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions of omentum, abdominal wall, small intestine, and previously placed mesh as well as erosion from tacks and mesh. Post-operative patient treatment provided for these conditions included explant of abdominal wall mesh, small bowel resection, lysis of extensive adhesions, and right hemicolectomy with terminal ileum resection and stapled anastomosis.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.